Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed contact dermatitis under the device and all over her torso. The rash was described as red, raised, and itchy but no broken skin. There was no alleged device malfunction contributing to the irritation. Patient reported that her physician made a change of medication and irritation improved. Patient was unsure if the irritation was due to the lifevest or a reaction to medication.